Manufacturer narrative:
(B)(4). Additional concomitant medical products: prolong nexgen all poly patella standard cemented cat#: 00597206635, lot#: 61738744; nexgen precoat stemmed tibial component cat#: 00598004702, lot#: 61726017; nexgen femoral component cemented cat#: 00576401752, lot#: 61440598; patella reamer blade with pilot hole cat#: 00597909551, lot#: 61736393. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0002648920 - 2018 - 00021, 0001822565 - 2018 - 0017, 0001822565 - 2018 - 00174, 0001822565-2017-00407, 0001822565-2017-00407-2, 0001822565-2017-00407-3. Remains implanted.

Event description:
It was reported that the patient is experiencing swelling and a continuous rash around the knee area after total knee replacement. Patient is inquiring about being allergic to the metal in the implants. Patient also indicate issue may be involved with hip. Patient is using a walker.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.